Manufacturer narrative:
Investigation not complete. Product has not been returned yet. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same patient as MDR #1043534-2015-00068.

Event description:
Allegedly, there was a wire bolt on the external fixation frame that broke post operatively. The date of the original surgery was (B)(6) 2015 with additional fixation added on (B)(6) 2015. The bolt broke on (B)(6) 2015 and it was revised with a new bolt on (B)(6) 2015.